Manufacturer narrative:
(B)(4). In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that the patient underwent a skin closure procedure on (B)(6) 2016 and the suture was used. During suturing the skin layer, the needle was bending/buckling when being passed through the skin. There were no factors of the patient's skin that would lead to this. There were no reported patient consequences. No further information is available.